Event description:
A user facility medwatch was received from the explanting facility stating that the generator that showed high lead impedance was poorly functioning (MFR. Report # 1644487-2015-06376). Additional information was received that the explanted generator and lead were discarded by the explanting facility and are thus unavailable for return and analysis. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the patient's 10/15/2015 pocket revision surgery, high impedance was detected pre-operatively and a lead fracture was observed (MFR. Report # 1644487-2015-06375) thus, the surgeon revised the lead. However, after this the generator began showing greater than 10,000 ohms impedance on the new lead. A test resistor was inserted into the generator which still reportedly showed a high impedance reading above 10,000 ohms. At this point, a new generator was implanted which gave normal impedance readings. Additional information was received that generator diagnostics was reportedly performed as opposed to interrogations. No additional relevant information has been received to date. The explanted products have not been received by the manufacturer for analysis to date.